Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion remains unknown. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacture reference: 9680001-2017-00039, 2184149-2017-00010. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating a roof line in the upper anterior left atrium, there was catheter movement due to strong respiration even though respiration compensation was updated several times. High contact force values were also noted on the ablation catheter without heart wall contact. The catheter was replaced but the impedance was still high. The patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.